Manufacturer narrative:
Based on the claim against the product by the customer noting that the clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A clip test was performed. The instrument applied the clip, but failed clip test due to not seating properly in grips and not releasing from clip. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. Additional observation(s) not reported by site were also identified: the clip applier instrument was found to have a bent grip and the tip does not align with the other grip. The clips could not seat properly due to bent grips. Common causes of the failure mode of the bent instrument grips -tips are typically attributed to mishandling/misuse. Bent grips with an offset less than 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding that the medium-large clip applier instrument was not releasing the clip after application or fully applying the clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the medium-large clip applier (part number 470327-12 / lot/serial# k10211129-0118) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 33 uses remaining after this last usage. No image or video was available for review. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the medium-large clip applier instrument was not releasing the clip after application or fully applying the clip when needed. There was no visual loose cable and the input disks and shaft moved as they should. The customer removed the instrument, reseated the sterile adapter, and finally reseated the instrument with no change. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no issues reported. The issue was the medium-large clip applier instrument was not clamping the clips onto the tissue or releasing the clip after being deployed during a gastric sleeve with chole. There was no allegation of non-intuitive motion. The type of clip that was used were the ones that were designed for the medium-large clip applier. The surgeon confirmed closure of the clip after ligation. There room staff and surgeon stated there was no patient harm. The procedure was completed robotically without a backup medium-large clip applier instrument.